Event description:
It was reported that a patient's thigh & scrotum filled with approximately 3000 cc fluid during a right knee arthroscopy. About 10-15 minutes before finishing the procedure, the pump started going fast on its own without changing the pressure or flow settings on the machine. The display continued to show 40(mmhg), but it was flowing faster. There were no alarms. The patient developed thigh and scrotum edema; the case was aborted. The patient was treated in recovery with compresses for swelling. From pacu, the patient was transferred to a larger hospital to be admitted overnight for observation. He was treated with morphine for pain. He was discharged the next day; the edema was reported as greatly decreased. Follow-up with the reporter at one week post-op provided information that the original procedure was determined to be complete; no second surgery will be necessary. The patient is currently doing fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Event description:
On october 21, 2009, a baxter field service engineer called to report a colleague triple channel volumetric infusion pump which was believed to have over-infused on channel a during patient therapy. On october 26, 2009 additional information was obtained from the facility's biomedical engineer stating that the reported condition occurred during testing done by the biomed at the facility, and not during patient therapy. No patient injury or medical intervention had been reported related to this device. Per the customer, the device will not be returned for evaluation. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Incoming visual inspection revealed both warranty stickers on the unit had been broken. During function testing, the device was observed to fail a leak test; it was found to have a slow leak in the cpc connector. Device history record revealed nothing relevant to this event. Due to both warranty stickers on the unit being broken, the root cause of the event was not able to be determined.based on the information provided and device evaluation, the most likely cause(s) of this event is an unauthorized repair of the device, a leak in the cpc connector and/or improper set-up of the device during use. This device has had no arthrex service record since the original purchase date of /2000. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event.this is the first complaint for this serial number. The potential causes of this event are being communicated to the event reporter.

Manufacturer narrative:
The device was received and evaluation is currently in progress. Device history record (DHR) revealed nothing relevant to this event. Lot number for the associated tubing (which was not received for evaluation) was requested, but not provided, therefore DHR review for the tubing could not be performed.